Manufacturer narrative:
The insulin pump was received with intermittent frozen display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Upon visual inspection, the device had moisture damage on the force sensor resistor. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to frozen display. We were unable to confirm prime, fill, time and clock anomalies due to frozen display. The device was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump froze and did not work. Customer also reported that insulin was not delivering during the night which caused customer to get sick. Customer's blood gulose was 389 mg/dl. Customer was advised that insulin pump would need to be replaced and call was dropped. Customer called back stating that insulin pump began to work after another battery change. Customer was advised to go forward with pump replacement.